Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was not further specified. Peritonitis was manifested by turbid peritoneal effluent and abdominal pain for two days. It was not reported if the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotics (for 2 weeks, dose, frequency and route not reported) for peritonitis. On an unreported date, the patient recovered from the event of peritonitis after completion of the antibiotic treatment. The action taken with pd therapy was not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.